Event description:
It was reported that there were pauses, oversensing, and the battery had reached elective replacement indicator after nine months of service life. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.